Manufacturer narrative:
(B)(4). Physio-control advised the customer that the device is no longer supported by physio and that, as a result, neither parts nor service is available. Physio-control recommended that the device be permanently removed from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device will not charge for defibrillation energy. There was no patient use associated with the reported issue.